Event description:
It was reported by the aci sales professional that during prep of a mynxgrip vascular closure device 5f, the physician noticed that the balloon had a leak at the connection from the balloon catheter to the syringe and was unable to inflate the balloon. The device was not used in a patient. A second mynxgrip vascular closure device 5f was prepped and deployed successfully.

Manufacturer narrative:
An attempt to inflate the balloon of the returned device using water revealed a leak in the inflation tube. A cut was observed in the inflation tube under high magnification. The cut appeared to be perpendicular to the inflation tube and it was about 3mm from the stopcock. No other source of leak was identified. It is unknown when and where the cut occurred. The review of the lhr (lot f1309801) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the probable cause of the cut could not be conclusively determined.